Event description:
Vent alarm indicated circuit disconnect. Manually bagged patient while evaluated vent. Noticed button on the closed suction catheter was locked on with continuous suction attached. As a result, it sucked the air out of the vent circuit and the patient did not receive breaths delivered by ventilator. Replacing closed suction catheter resolved problem.